Manufacturer narrative:
D3, postal code: corrected. H3/h6: one used device was returned for analysis. The device was visually inspected and there were no damages or anomalies observed. The cassette was to be filled with 250ml of water. During the filling process, a leak was observed between the tubing and female luer of the cassette. The luer tube bond was separated and the tube and bond pocket was observed. The complaint of leakage can be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a chemical leakage. There was no reported patient involvement.